Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level (specific bg value was not provided). A correction bolus was delivered to address bg. A system check was performed and the pump time was incorrect; cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue.